Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during insertion, the j tip of the spring wire guide (swg) was found broken after the swg entered into the patient's vessel. As a result, the clinician reinserted a new catheter to finish the insertion. The swg was removed in its entirety and there were no reported injuries or complications found. Additional information received on (B)(6) 2010 from the distributor stated that the swg was found broken after removal. "As for default product tw-ar100122-02, resistance was felt after the swg passed through the needle. The swg was then removed along with the needle and the j tip of the wire was found broken."